Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our japan affiliate during a transaortic transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resilia valve, paravalvular leak (pvl) was observed after deployment of the first valve, and post dilation was performed. Following post dilation, one leaflet did not function, and aortic regurgitation (ar) occurred. A second valve was implanted within the first valve. The first valve was implanted successfully, the valve in valve procedure was needed due to the stuck leaflet. The patient is in stable condition.